Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called and reported the customer was experiencing high blood glucose of 562 mg/dl, which would not go down. The customer had been treated with the insulin pump. The customer had moderate ketones. The customer's parent stated she would call healthcare provider for treatment advice and call back to troubleshoot. The customer's parent called back. After speaking with the doctor, who told her to take out the site, it was found that the infusion set cannula was bent. It was advised the infusion site would be replaced and the insulin pump will not be returning for analysis at this time.